Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive ) issue. It was reported that all of the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/19/2014 with the following findings: during investigation, the keypad was worn but no damage or peeling was observed. The down arrow and ok keypad buttons were found to be intermittent during testing. The keypad was removed and evidence of contamination was found underneath all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display. When a test display was inserted into the pump, the display functioned properly.